Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The fixation trocar was broken at the distal end. The photograph confirmed the physical finding. When the trigger was actuated, the knife blade did not advance and was unable to cut media. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken cannula. Replication of the observed damage may occur as a result of rough handling of the device. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter, during a tlh, the assistant was using the visiport as the camera port. The surgeon noticed that a small piece of the visiport trocar had broken off from the distal end. He found the small piece in the patient's abdomen sitting on top of the omentum. No harm came to the patient.